Event description:
Allegedly, slight protrusion of acetabulum. The original surgeon did not perform the revision.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00901.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.